Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open aortic valve replacement procedure, while two purse string stitches was being placed around the artificial valve, the thread of one of the two stitches broke. Another stitch was placed to complete the case. There was no patient injury.